Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.25 on a (B)(6) female patient admitted with chest pain. The customer site was in initial testing phase to incorporate I-stat troponin testing at their facility. Processes for serial testing were being created at time of result. There was no additional patient information or medication presented at this time. No product will be returned for investigation. (B)(6). The patient was taken to cath lab for persistent pain and coronary arteries were normal, and pain was musculoskeletal. Pulmonary embolism was ruled out with negative vq scan and renal function is normal. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).

Event description:
Na

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.